Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad is peeling from the bottom. The reporter stated the ok, up and down buttons are intermittently unresponsive and he is having a hard time with rewinding, loading and priming pump due to issue but is able to complete after multiple attempts as he has to press buttons multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/20/2013 with the following findings:the keypad was found to be torn over the down arrow button. The complaint of the intermittently unresponsive keypad buttons was unable to be duplicated; all buttons responded appropriately. There was evidence of contamination found under the contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.